Event description:
Three months after undergoing a (pci) percutaneous coronary intervention, the patient was admitted with unstable angina. The angiogram revealed a 90% in stent stenosis of the mid left anterior descending artery. The lesion without thrombus, and the timi flow was three. Additionally, a 50% stenosis was noted in an unspecified vessel/lesion with a timi flow of three. The lesions were treated with pci, and after procedure, the patient recovered. The event was related to the procedure.